Manufacturer narrative:
Date of event is estimated. The investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced swelling at the lead site. As such, surgical intervention was undertaken on (B)(6) 2019 wherein the lead was explanted and replaced with a new lead resolving the issue.

Manufacturer narrative:
The reported event for discomfort cannot be confirmed through product analysis testing. As received, the paddle was complete with some multiple internal broken wires. No root cause was identified for reported event.